Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. It was reported that there were blood glucose (bg) values in the history that had not been entered by the user. The school nurse noted that the pump indicated 3 units insulin on board (iob) when 1.85 unitsof insulin had been delivered at breakfast. Reportedly, the patient¿s bg levels had fluctuated recently from highs to lows. No bg values, signs or symptoms were indicated. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.